Manufacturer narrative:
The event was reported to have occurred on (B)(6) 2019. During the estimated time frame of when the incident was reported to have occurred, bd did not find any failed login attempts, drawer failures or other errors in the device logs which would have prevented access to the medication. The medication (epinephrine) was available in the non-password accessible drawers of the anesthesia es device, as well as a nearby crash cart. It is unclear why the medication was not accessed by those means.

Event description:
Customer describes the following sequence of events. Crna reported they were unable to locate the patient on the pyxis anesthesia system. The patient coded and the crna needed to access epinephrine. Epinephrine is kept in a tray in one of the accessible matrix drawers on the pyxis anesthesia system that remain unlocked while user is signed into the device. Crna retrieved epinephrine from an alternate location instead of from the unlocked matrix drawer for unknown reason. The patient was unable to be revived.